Manufacturer narrative:
Additional information including investigation results shall be provided within 30 days of receipt.

Event description:
As reported via legal documentation, a patient had right knee replacement surgery on (B)(6) 2012. They underwent right knee revision surgery on 22 jun 2020, approximately 10 years 4 months post primary procedure. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. The patient has filed a short-form complaint in a coordinated action in (B)(6) with master case no. 2022 ca (B)(4). The consolidated long form complaint that applies to cases filed in this coordinated action alleges that patients filing suits in this coordinated action were required ¿to undergo revision surgeries due to severe, pain, swelling, and instability¿ due to ¿wear of the polyethylene components and resulting component loosening and/or other failure failures causing serious complications including tissue damage, osteolysis, permanent bone loss, and other injuries.¿ because the patient has filed a short-form complaint in this coordinated action, the patient appears to allege that the patient was injured as a result of wear of an exactech polyethylene device.

Manufacturer narrative:
D10. Concomitants: (B)(6) 02-012-41-3535 - logic tibia traptray cem sz 3.5f/3.5t. (B)(6) 204-70-00 - tibial stem ext. Screw . (B)(6) 02-010-03-0335 - logic cr femoral cem, right, sz 3.5. (B)(6) 201-46-10 - holding pin headless 3" (4 pk) . (B)(6) 200-02-35 - three peg patella 35mm . (B)(6) 204-34-02 - fluted stem extension 25l x 14 mm . (B)(6) 203-96-21 - (11-2714) stryker 2000 90x13/21x 1.9mm.

Manufacturer narrative:
The revision reported was likely the result of polyethylene wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the polyethylene wear cannot be determined as the devices were not available for evaluation, and radiographs, photographs, and operative notes were not provided.